Event description:
A power source alert 07 was reported by the caller. There was no reported adverse impact to customer's blood glucose level. The customer was advised by technical support to connect the wall adapter to an outlet known to be functional and to let it remain plugged in for at least 30 minutes to initiate charging. Customer declined to further troubleshooting.